Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after implantation, the certas valve was blocked, the patient suffered hydrocephalus and device revision. The valve was implanted to the patient via vp-shunt due to communicating hydrocephalus, date of implant and initial setting were unknown. After implantation, the expansion of the ventricles progressed and the patient¿s symptoms worsened. Therefore, testing for blockage was performed by contrast injection. It was confirmed there was slight flow to the distal side. Revision surgery was performed. When the abdominal cavity was opened, there was flow noted from the distal catheter. This patient suffered constipation, that may have increased the intrabdominal pressure, so the physician decided to change only the position of the abdominal catheter. The patient was taking measures to improve constipation with laxative and was follow-up. After two days, the symptoms worsened further, so the valve was replaced in an emergency surgery, using a non-codman valve primary disease: subarachnoid hemorrhage. Csf protein: unknown. There is no contamination of blood and debris into the cerebrospinal fluid. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber were noted as well the needle guard is raised. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions were noted. The valve was reflux tested; no issues found. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no lot number information was provided. While the occlusion was not able to be verified, it was confirmed that the needle guard was raised, which could lead to occlusion. The root cause for the raised needle guard base, was likely due to user error, as noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.) Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.